Event description:
They all unravel when you take them out [device breakage]. Consumer reported via phone that the tampons unravel when removed. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.